Event description:
Main solution set tubing mfg by baxter to fit baxter flo-guard 6201 can be threaded upside down. Opposite fluid flow can result in peristaltic "pull" of fluid and blood from pt. Blue cassette clamp can be turned upside down - allowing this to happen. There has not been any negative impact due to this issue to any pt. This is informational.